Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self check failure -1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was observed during initial testing and a replacement smart pneumatic module assembly was sent. It is unknown if the original smart pneumatic module assebly will be returned to zoll medical corporation for evaluation. Analysis of reports of this type has not identified an increase in trend.